Event description:
It was reported that the device longevity estimate was 3.5-5.5 years. Since the device was implanted in (B)(6) 2010, the longevity estimate seemed low. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.